Event description:
It was reported that the deep brain stimulation (dbs) patient had fluid buildup leaking from the implantable pulse generator (ipg) pocket on the chest. The patient visited the physician two different times for an infection in the surgical pocket. The patients infection was cleared with antibiotics the first time. Then, the patient needed a surgical rinse during the second time the infection occurred. Additionally, the physician widened the patient chest pocket and flushed the pocket with antibiotics. There were no reported device issues. The patient is doing well now with no further complications. Additional information was received that the two different times the patient visited the physician due to an infection in the surgical pocket occurred on (B)(6) 2023 and (B)(6) 2023. On (B)(6) 2023, the patients infection was cleared with antibiotics. On (B)(6) 2023, the patients infection was treated with a surgical rinse. The third occurrence of the infection occurred on (B)(6) 2023 and the patient underwent a revision procedure to reopen the ipg pocket to make it deeper. The ipg pocket was also flushed with vancomycin powder antibiotics.

Event description:
It was reported that the deep brain stimulation (dbs) patient had fluid buildup leaking from the implantable pulse generator (ipg) pocket on the chest. The patient visited the physician two different times for an infection in the surgical pocket. The patient's infection was cleared with antibiotics the first time. Then, the patient needed a surgical rinse during the second time the infection occurred. Additionally, the physician widened the patient chest pocket and flushed the pocket with antibiotics. There were no reported device issues. The patient is doing well now with no further complications. Additional information was received that the two different times the patient visited the physician due to an infection in the surgical pocket occurred on (B)(6) 2023. On (B)(6) 2023, the patient's infection was cleared with antibiotics. On (B)(6) 2023, the patient's infection was treated with a surgical rinse. The third occurrence of the infection occurred on (B)(6) 2023 and the patient underwent a revision procedure to reopen the ipg pocket to make it deeper. The ipg pocket was also flushed with vancomycin powder antibiotics. Prr was completed. Known inherent risk of device.

Manufacturer narrative:
Correction to field h6: impact code.

Event description:
It was reported that the deep brain stimulation (dbs) patient had fluid buildup leaking from the implantable pulse generator (ipg) pocket on the chest. The patient visited the physician two different times for an infection in the surgical pocket. The patients infection was cleared with antibiotics the first time. Then, the patient needed a surgical rinse during the second time the infection occurred. Additionally, the physician widened the patient chest pocket and flushed the pocket with antibiotics. There were no reported device issues. The patient is doing well now with no further complications.